Manufacturer narrative:
PMA/510k - this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1, -07.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
The lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).